Event description:
A (B)(6) female pt contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device ) has been confirmed. As received, the response buttons would not activate the device. The cause for the inability to activate the device is a missing switch at the front response button. The root cause for the missing switch cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective response button. The pt received a replacement monitor.